Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. It was reported that the ventilator failed pressure transducer test during pre-use check. The pressure transducer printed circuit boards pcbs and monitoring printed circuit board pcb were found defective. The conclusion was that the reported failure was solved by replacing the pcbs. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).